Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported that during a procedure at the user facility the device's tip is loose contributing to difficulty in maneuvering the instrument while in the pedicle. The device was unable to respond immediately to the users desired direction. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility the device's tip is loose contributing to difficulty in maneuvering the instrument while in the pedicle. The device was unable to respond immediately to the users desired direction. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.